Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) triggered an audible alert for a lead integrity alert (lia) due to high rate non-sustained episodes and short v-v intervals. It was indicated the patient was working with outdoor lights at the time of the alert, and the alert was due to external electromagnetic interference. The ICD remains in use. No patient complications have been reported as a result of this event.